Event description:
In 1996 pt had a mastectomy and had an expander inserted; 1st expander broke due to dr error-overfill; 2nd expander "went down" and had to be removed. Went to a new dr to have the 2nd expander removed and this dr then replaced it with a pmt integra expander 3611. This dr said these are the best expanders and he never uses any other kind. A few hrs after the insertion of the pmt integra expander pt began to hemorrhage and had to go back in for surgery. The dr removed the expander, soaked it in something, then reinserted it. Soon after things "didn't feel right." The area was burning (felt like it was "on fire"), pt couldn't lie on it and pt felt a sense of doom, like they were going to die. Pt asked the dr to show them an example of the pmt integra 3611. Pt said it is very different than the first two expanders they received. Pt said it is much thicker and rougher. Asked the dr's office for the "10k" number for the device. They said they didn't have that info but eventually provided pt with a letter regarding the "10k" number. Pt didn't think it sounded right so they contacted FDA. They faxed the "10k" letter and spoke to FDA. FDA looked at the letter and told pt it had not been "cleared." Pt spoke to someone at pmt who told them that all of their devices are approved. Another dr pt spoke to told them he would never use pmt products because of the co's reputation.